Event description:
While monitoring the heart rhythm of a pt (age & gender unk) during a transport, the device displayed a "status 42" message. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.